Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to migration. In addition the paddle moved left and no longer was providing therapy. As a result the on (B)(6) 2022 the patient underwent a paddle revision and battery swap to address the issue.